Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser probe did not fit into the trocar. The surgeon tried several times but with no success. The laser probe was replaced with a new one and the case was completed as planned with no harm to the patient.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. However, the probe was returned for investigation. The probe was manufactured on july 11, 2017. There were 930 paks associated with this lot. Based on qa assessment, the products met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample revealed significant adhesive on the cannula tip. The probe was inserted into a 25g trocar. The sample had resistance when inserted into the 25g trocar, confirming the reported event. However, the sample¿s cannula outer diameters (od) were measured. With an od min/max values of 0.0200 to 0.0205 inches, the sample¿s cannula od was measured to be 0.02020 to 0.02035, meeting specifications. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. An internal investigation was opened to address this issue. The manufacturer internal reference number is: (B)(4).